Event description:
The patient experienced stimulation in the wrong location and was having a loss of therapeutic effect. The stimulation had been in the lower leg and foot, but had moved to the top of the left thigh; there was also some abdominal stimulation. The patient had fallen, but was unsure if the change in stimulation had occurred before or after the fall; details of the fall were not provided. Impedance measurements were checked. Therapy impedances were >4,000 ohms. The default test value was increased and the test was rerun. Impedances returned to a normal range but had numerous repeating values of 995, 990 and 1161. Group impedances were run and they got 764 ohms. Reprogramming was tried, but they were unable to get stimulation in the areas needed by patient. An x-ray was planned. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).